Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-00010. It was reported that the patient's leads were auto-reducing due to high impedances. Surgical intervention is anticipated to resolve the issue.

Event description:
It was reported that the patient's leads were explanted and replaced. Therapy was restored following the procedure.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.